Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils, a non-penumbra microcatheter, a ruby coil detachment handle (handle), and a guidewire. During the procedure, the physician advanced the ruby coil into the target vessel and detached the ruby coil using the handle; subsequently, the ruby coil migrated to the distal splenic artery. The physician then determined the ruby coil was safe to leave in place. The procedure was completed using ruby coils, the same handle, and the same microcatheter. There was no report of an adverse effect to the patient.